Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image was provided by the field showing the cobra deformation of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), the recommended sheath size to be used with 26 mm amplatzer septal occluder is 10f.

Event description:
It was reported that on (B)(6) 2025, a 26mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was replaced with another device to resolve the event. There was no angulation/kink in the delivery system or interaction with cardiac structures. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient's current condition is good.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 26mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was replaced with another device to resolve the event. There was no angulation/kink in the delivery system or interaction with cardiac structures. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient's current condition is good.